Event description:
The customer reported the system would not display an image during a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator was calibrated. A printed circuit board and the generator battery pack needed to be replaced. No further info is available.